Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customers blood glucose level. The customer addressed the issue by changing the infusion set and cartridge and resuming insulin use.